Event description:
The rptr stated that the surgeon was advancing a + 21.5 collamer lens model in a sfc-25fp cartridge and the lens became stuck in the cartridge. They tore the lens in trying to remove it from the cartridge to return the lens and they discarded the cartridge. There was no pt contact.